Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced fluctuating blood glucose (bg) levels between 62-600's (mg/dl). Reportedly, customer experienced the low bg level after they miscalculated the amount of carbohydrates in a meal and delivered a bolus. Customer consumed apple juice to treat their low bg level. Later in the day, the customer experienced their elevated bg level that they believed was caused by eating garlic bread with a meal. Customer administered insulin injections to treat their elevated bg level. Recommendation was made to consult with health care provider to discuss diabetes management.